Manufacturer narrative:
H11: two (2) samples were received for evaluation. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp of sample one (1). The reported condition was verified on sample one (1); only. The cause of the condition could not be determined, however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on the product packaging, this could damage the transfer set materials. A visual inspection of sample two was performed with no issues noted. Functional tests which included leak, clear passage and clamp function tests were performed on sample two (2) only with no issues noted. The reported condition was not verified on sample two (2), the device met specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist sleeve of two (2) minicap extended life pd transfer sets. This was observed during use of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.